Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during both external and internal visual checks. During functional and air detector tests, the reported event was reproduced. A cross test with a new air sensor, a new cpu board and a new ribbon cable confirmed the failure. Then the air sensor was investigated by the r&d team, cracks in the ceramic have been discovered. Therefore, the reported event is confirmed and the root cause is probably due to a defective air sensor, cpu board and ribbon cable. CAPA opened in june 2025 to address the subject of defective air sensors. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump can't be used because of the continuous alarm air alarm is triggered. No impact for the patient and user. Device was not in use on the patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.